Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was experiencing a burning and stinging sensation at the ipg pocket site. F/u identified the sensation had changed, and the pt was more recently experiencing pain in the same location. F/u identified the pt met with his physician and there were no signs or symptoms remaining. The system was reprogrammed, with no further intervention needed.